Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure observed cracked lens. Additional information was requested and received stated there was a notch taken off the lens edge near the haptic. There was no patient harm.

Event description:
Additional information was requested and received stated there was a loading error.

Manufacturer narrative:
The lens was returned with lens case lid component inside a self sealed non-company pouch placed inside the lens carton. Viscoelastic was dried on the lens. The optic has a line of cracked damage and scratched near the optic edge. This was most likely interpreted as the complaint. A photo was available in the file of what appeared to be two lenses located in the eye, prior to removal. One lens appeared to be damaged on the edge, on the optic surface and one haptic appeared broken. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified cartridge, handpiece, and viscoelastic were indicated. Based on information provided that the complaint was due to a loading error, this reasonably suggests that the complaint is unrelated to a product malfunction. Information was provided from the sr. Cataract account manager stating, " the customer and I have determined it was a loading error so you can close the case." The customer's specific loading error was not stated. Lens damage was observed to the returned lens identified for this file. The optic damage may have been interpreted as the reported complaint. A photo was also provided that displayed what appeared to be two lenses in the eye, with damage to one lens observed. It is unknown if the presence of the second lens was due to a surgeon selected piggyback style method or a non-recommended method of implantation per the IFU (instructions for use). Follow up was attempted regarding the photo, and no response has been provided to date. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).